Event description:
It was reported that this pt underwent a baseline stroke scale eval prior to the implant procedure. Pt underwent successful stent placement 2005. The pt had difficulty with speech approximately 30 minutes into the recovery period. Pt was evaluated and underwent CT scan of the grain, which was negative for stroke. The next day the pt began having respiratory distress, inability to speak, and inability to move their right side. Pt was transferred to the ICU where pt was sedated and intubated. Another CT scan was performed same day that was also negative for stroke. The pt began having focal seizures the following day. A third CT scan was done on one day later that again showed no stroke. A differential diagnosis was made for cva versus reperfusion injury/seizure. A MRI of the brain showed subacute/chronic infarcts. At the present time, the pt is extubated, eating, talking and have improvements in their right-sided weakness. It is unclear at this time if this cva is device related or it it is related to the pt being off their anticoagulation for the procedure.